Manufacturer narrative:
No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that during a case there was an alleged inaccuracy post-spin. It was noted that the navigation system was accurate and reflected the placement of the screws. There was no impact on patient outcome. [Length of extended surgical time requested] additional information was received indicating that both sides of the imaging system were tested and came out accurate. It was noted that a total of four spins were performed, the second spin had four screws that were accurate. On the third spin it was observed that the other screws had shifted to the right by approximately 2 mm. All the inaccuracies were observed on the mobile viewing system and there were no inaccuracies on the navigation side of the system. It was suspected that the issue was caused by frame movement.